Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device with sensor reading of 2.80 mmol/l compared to a competitor meter reading of 2.30 mmol/l. As a result, the customer experienced symptoms of dizziness, helplessness, heat sensation and was unable to self-treat. The customer received third-party intervention (life companion) who provided dextrose as treatment. No further information was provided. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not conformed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device with sensor reading of 2.80 mmol/l compared to a competitor meter reading of 2.30 mmol/l. As a result, the customer experienced symptoms of dizziness, helplessness, heat sensation and was unable to self-treat. The customer received third-party intervention (life companion) who provided dextrose as treatment. No further information was provided. There was no report of death, serious injury, or mistreatment associated with this event.